Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication quantity was showing as zero. A technical support specialist confirmed that customer reported being unable to issue a medication due to the issued quantity showing as zero. Upon confirming it was in a yellow box; customer was informed that the quantity could be adjusted to the pharmacy approved amount. After making the change, customer was able to retrieve the medication successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, medication quantity was showing as zero. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.